Event description:
Operator reports a leak coming from under the analyzer. No patient samples were involved, and no operators were harmed. The field service rep first spoke with the customer, and determined a broken ews needle to be the cause. He sent two new titanium replacement needles which the customer replaced prior to the field service rep's arrival. The field service rep verified reagent was priming properly.